Event description:
Toothbrush head just broke off - oral-b [device breakage]. Case narrative: male consumer via phone stated that the oral-b toothbrush head broke off of the oral-b pro 3500 cross action toothbrush, type 3772. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.